Event description:
End user states: "as she was exiting her home, the brakes gave out and she fell. Customer states, she will seek medical attention. Customer states, the incident took place on (B)(6) 2012, customer states, she believes she sustained broken ribs from the fall but called the dealer and invacare 2 days later and have not yet sought medical attention. Customer later stated in our conversation that she fell getting out of the bathtub. Furthermore, customer states, the above dealer will not cooperate with her in replacing the brakes that may still be under warranty" (B)(4) at prompt care states "they have repeatedly over a 1 year period sent out a technician to look at the brakes and could never find anything wrong with the brakes or the rollator.